Manufacturer narrative:
The patients included in this study were followed from 2005-2007. It is unknown when the events occurred as this information has not been provided. Based on the information available, it cannot be determined if the alleged possible fistula formation is related to v.a.c.® therapy. Multiple attempts have been made to gather additional information, but no information as been received. Device labeling, available in print and online, states: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. 'Ensuring dressing integrity' it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active, if not: if you find that the seal is broken and the v.a.c.® drape has become loose, trim away any loose or moist edges, ensure the skin is dry and then apply new drape strips. Note: if a leak source is identified, patch with additional drape to ensure seal integrity. 'Maintaining a seal' maintaining a seal around the dressing is key to successful v.a.c.® therapy. Recommendations to maintain the integrity of the seal: dry the periwound area thoroughly after cleansing. A protective skin barrier preparation may be used to prepare the skin for drape application; for delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. Contraindications: v.a.c.® therapy is contraindicated for patients with: non-enteric and unexplored fistulas: enteric fistula. In certain circumstances, v.a.c.® therapy may help promote healing in wounds with an enteric fistula. If considering v.a.c.® therapy involving enteric fistula, it is recommended to seek support from an expert clinician. V.a.c.® therapy is not recommended or designed for fistula effluent management or containment, but as an aid to wound healing in and around the fistula. Device identifier not provided.

Event description:
On nov 16 2016, the following information was received by kci after completing a review of journal article ann-mari wallin, lennart bostrom, johanna ulfvarson, carin ottosson. Negative pressure wound therapy - a descriptive study. Ostomy wound management. 2011; 57(6); 22-29 that reported the physician terminated v.a.c.® therapy treatment for one patient due to the suspicion of development of a bowel fistula. On nov 23 2016, the following information was reported to kci by the co-author: she was unable to confirm if the suspected bowel fistula had actually occurred while the patient was on v.a.c.® therapy as this information was not provided by the physician. No additional information is available. The unit type and serial number was not provided and is unavailable for return, therefore a device evaluation could not be performed.